Event description:
During a ptca procedure, the shaft of the catheter fractured. The physician was attempting to advance the catheter through a 6f jl guide catheter, but the device lost torqueability. Upon removal, it was noted that the shaft of the catheter had fractured. No pt injuries or complications were reported.